Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken stylet was confirmed and the cause appeared to be use-related. The product returned for evaluation was one ECG tls stylet. The sample was received inlaid through a t-lock assembly. Usage residues were observed on the sample. The stylet was manipulated in the t-lock and exhibited bends and kinks along nearly its entire length. The sample was received in two segments exhibiting a complete break within the polyimide region. Microscopic inspection of the break sites revealed granular fracture surfaces. Deformation and kinking were observed in the vicinity of the breaks. The break regions exhibited elliptical cross-sections. A granular break was observed in the core wire. Material necking was observed in the vicinity of the break. The distal tip of the wire, including the distal epoxy was not returned. The break features were consistent with the stylet being first kinked, then subsequently exposed to tensile (pulling) stress. The locations of the damage suggested that the stylet may have been inserted past the tip of the trimmed catheter prior to attempted device placement. The product IFU states ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and/or risk of patient injury.¿ a lot history review (lhr) of recq0259 showed no other similar product complaint(s) from this lot number.

Event description:
Upon the evaluation of the sample, the stylet was noted to be frayed.